Event description:
It was reported in clinic notes received on (B)(6) 2012 from an office visit on the same day that during diagnostic testing, high lead impedance was obtained. Warning message received "impedance value greater than 10000 ohms. Output current not being delivered." The settings were 2.5/20/250/30/1.8/2.75/250/60 and the device was programmed off due to the high lead impedance. The patient has been referred to a neurosurgeon and the patient's family was instructed to increase the dosage of phenobarbital if the patient's seizure activity increased. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012, when it was reported the patient was scheduled for surgery however no additional information on the high lead impedance has been provided despite multiple attempts with the physician's office. On (B)(6) 2012, it was reported that the patient had revision surgery on (B)(6) 2012, however it is unknown what was explanted and replaced. It is also unknown whether or not the explanted device(s) will be returned to the manufacturer for analysis. Good faith attempts to obtain this information are being made.

Manufacturer narrative:
.

Event description:
Product analysis of the explanted lead was completed on (B)(6) 2012 and a lead fracture was confirmed. During the visual analysis of the retuned 251mm portion the (+) connector ring quadfilar coil appeared to be broken approximately 147mm from the end of the connector boot. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage, no pitting and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Note that since a portion of the (+) connector ring quadfilar coil including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Additional information was received on (B)(6) 2012 when it was reported that the patient's lead was the only thing that was explanted and replaced. The explanted lead has been returned to the manufacturer and product analysis has not been completed at this time.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.